Event description:
It was reported that during a ptca treatment procedure, the quantum maverick monorail 30/3.0 mm balloon ruptured at 6 atms on the initial inflation. The lesion being treated was a calcified lesion in the proximal left anterior descending coronary artery. The physician used a terumo introducer sheath for vascular access and a bmw guidewire and a britetip guide catheter to cross the lesion. The quantum maverick monorail balloon was being used to predilate the lesion for placement of a cypher stent. The quantum maverick monorail 30/3.0 mm balloon was removed and replaced with a maverick2 monorail balloon to successfully complete the lesion predilation. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.